Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 9 mg/dl. The customer stated that she may have over bolused for the food she ate prior to the event. Troubleshooting was performed, and the basal rates were programmed correctly. Found no boluses in the bolus history. The customer ran a test bolus, and it did record in the bolus history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.